Event description:
Customer reported that device intermittently shut off during use. AED functioned and delivered shock after multiple reinsertions of battery pack.

Manufacturer narrative:
Recurrence of event could result in adverse outcome. Conclusions - this report is being filed as it cannot be conclusively stated that an adverse event would not result if problem recurred.